Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# i0307, mfd. 02/13/2013, expires 2018-02, (B)(4). The 3rd (inferior): ifuse implant, p/n 7045-90, lot# 493387, mfd. 07/27/2015, expires 2020-07, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient later complained of a recurrence of si joint pain. The surgeon thought that the implants may have been loose. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the most cranial positioned implant using chisels as it was solidly fixed in bone and he also removed the third implant. He then added new hardware including an additional ifuse implant. The status of the patient following the revision is not known.